Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found worn plunger clamp #10 could not hold the tip plunger tight causing lld error during pipetting. Replaced plunger clamps #10, checked and cleaned all others. Verified proper x-arm calibration. The instrument was tested without further problem and was returned to expected operation.